Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon and shaft did not reveal any tears or damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to rated burst pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other irregularities. There is no indication the device was inflated over rated burst pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 2.50 mm x 15 mm nc emerge® balloon catheter was advanced for dilation. The balloon was initially inflated at 12 atmospheres. However, on the second inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another nc emerge® balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 2.50mm x 15mm nc emerge® balloon catheter was advanced for dilation. The balloon was initially inflated at 12 atmospheres. However, on the second inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another nc emerge® balloon catheter. No patient complications were reported and the patient's status was stable.